Event description:
The patient received implants in 1974 in another facility. The facility name is not known. Unusual firmness of the left breast resulted in an MRI study in january 1992 indicating possible small leaks in both implants. Left breast biopsy with removal of silicone granuloma further indicated need for implant removal. On august 10.1992, the implants were removed, noted to be ruptured, and free silicone removed bilaterally. Areas of induration in the left breast appeared to be related to silicone and were excised. Saline prosthesis, 190 cc each, were implantedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.